Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 16 x 3.00 promus premier drug-eluting stent was advanced to treat the lesion. However, during the procedure, the delivery system broke making it impossible to implant the stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device broke 125cm distal to the stent inside the patient. The device was removed with the delivery system.